Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call having high blood glucose of over 600 mg/dl. The customer also a no delivery alarm after a motor error alarm and a bolus. Troubleshooting was performed. The cannula was not bent. The customer stated that the insertion site might have been occluded. The customer called back the same day and reported that the insulin pump alarmed no delivery alarm, again. The customer declined troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.